Event description:
This is filed to report unintended movement. It was reported that during preparation of a mitraclip xtw, the clip failed to establish final arm angle (efaa) and opened to approximately 20 degrees. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open - efaa) was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported unintended movement (clip open - efaa) could not be determined, as no issue was identified during device analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.